Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began approximately on (B)(6). Patient stated they would sit for an hour trying to charge the implant and it would never take a charge. Patient mentioned they reset the controller and that did not resolve the issue. Patient reported that they tried charging their implant today and started at the top of the hour and have been sitting for 15 minutes and cannot get the implant battery out of the red; patient followed up saying that the controller battery decreased but the implant battery did not move. Patient mentioned last night they tried charging and were never able to get the implant out of the red but that the controller battery would drain. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Patient stated that they had their recharger replaced not too long ago. Agent had the patient start a charging session; patient noted that they were recharging excellent and the controller was at 90% and the implant was still in the red. When asked for a managing hcp; patient noted that they do not have a doctor and that they have had no issues with the device. Patient followed up saying that they do work with a manufacturer representative (rep). The issue was not resolved. The patient was redirected to their rep and healthcare provider to further address the issue and have the implant interrogated. The rep met with the patient today and reported the ins was not incrementing, but then said the ins had incremented while they were on hold from red to 30%. Rep said the controller said excellent charge the entire time. Tss discussed leaving screen off to prevent energy draw and working on positioning. Mdt rep. Said it took 42 minutes for the implant to charge to 30% today (24 minutes in excellent), which seemed to contradict what the rep had said about charge times and incrementation while on hold. Pt had recharger and controller replaced in the past. Rep said pt said their charging was "sporadic." Tss suggested looking at recharging diaries to see average coupling when the ins could be interrogated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The patient visited with their doctor and they decided to replace with a non-rechargeable ins. The issue was resolved and the ins was replaced.